Event description:
The pt's husband stated that on (B)(6) 2015 his wife had pain in her foot so they went to urgent care because their doctor's office was closed. He reported that at urgent care the pt was given crutches, told to stay off her feet, and instructed to go and see either her family doctor or foot doctor in three to five days. The husband claims that the ends of the crutches are very slippery no matter what type of floor, and that they slide out from under the pt. He asserts that the pt has fallen four times while using the crutches. The first time the crutches slipped, the pt was going into the foot doctor's office and the crutches slipped on the tile floor. The husband states the crutches went completely out from under her and she broke her good foot (not the foot she originally had an issue with). The complaint was received on 04/15/2015 via the (B)(6) hotline and forwarded to the cypress medical products complaint manager on 04/17/2015. The compliant manager confirmed with the pt's husband that the phone number used to make the initial complaint was obtained from the internet, not from the product label.